Event description:
It was reported that the handpiece began overheating during a craniotomy procedure. There was no reported pt or user injury, and the procedure was completed successfully with the same device.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the device seized up and would not run. Based on the investigation detail, the likely cause for the alleged overheating was the lower bearing on the rotor assembly, which shattered and damaged the motor assembly and rotor assembly. The handpiece was repaired and returned to the customer.